Event description:
Caller reported an issue with the pump time being incorrect, resulting in a time discrepancy greater than five minutes. Blood glucose levels were reported to be within a normal range. Technical support assisted the caller in updating the pump time and advised monitoring the time for further discrepancies, with an understanding and acknowledgment from the caller.